Event description:
It was reported that the ventilator generated a technical error code indicating a disabled valves. In provided log files the technical error codes has been found indicating: turbine module communication error and inspiratory flowmeter temperature sensor range error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed during ventilation with technical error related to communication issue in the ventilator. The ventilator was investigated on site by our service subsidiary technician, the ethernet switch printed circuit board (pcb) was replaced to resolve the issue and returned for further investigation. Analysis of the logs provided confirmed the reported errors during ventilation at the time of the reported event; the logs also show other technical errors. The returned ethernet switch pcb was tested in a ventilator; it passed the pre-use check (puc) despite an abnormal long time to complete the puc. Simulated ventilation was run for 24 hours, it confirms communication problem due to ethernet switch pcb with multiple error codes. The returned ethernet switch pcb is faulty and identified as the cause of the reported issue; however the root cause could not be established. The ethernet switch pcb is part of subsystem that controls the ethernet communication in the system; malfunction of this pcb will result in the error reported during this investigation.

Event description:
Manufacturer's ref# (B)(4).